Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that "the system went down." The patient was sent a new recharger and the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient wanted to change the recharge speed because ¿it heats up and is uncomfortable since it was put in (B)(6) 2018.¿ it was reported that the patient got an excellent recharging quality screen without the antenna plugged in, but it was clarified that the heating occurred with the antenna plugged in. The caller was able to lower the recharging speed to 3. It was noted that the wound was unhealed and swelling and it was reviewed that the patient should not recharge with an unhealed wound. The patient reported that they were ¿crazy with pain¿ because they had trouble with the wound not closing. No further complications are anticipated.